Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that for the past two weeks, the ezbg feature was recommending a bolus amount of 1.35 units at 8 pm every night. The reporter stated that the patient's healthcare provider had changed the insulin sensitivity factor, but the ezbg feature continued to give the same bolus recommendation at 8pm every night. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2016 with the following findings: a review of the user settings showed the insulin sensitivity factor (isf) set to 300 at 8:00pm. A review of the bolus history showed an ez-carb bolus delivery on (B)(6) 2016 at 8:08pm with a blood glucose target (bgt) of 70mg/dl, and actual blood glucose (bg) of 77mg/dl, carbohydrate reading of 40gramd, and insulin on board (iob) of 0.28units. The pump powered on normally and successfully completed a rewind, load, and prime sequence. An ez-carb bolus was simulated using the same parameters recorded on (B)(6) 2016; both the pump calculation and the manual calculation suggested 1.35units, which is the amount that was recorded on the download for that date with those parameters. The advanced bolus feature was found to be functioning correctly. The ez-carb and ez-bg bolus recommendations change based on the bolus input parameters and the relationships between the iob, bg correction, and carbohydrate correction. The pump was exercised for 24 hours with no issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.